Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient, dob, age & weight not provided for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported about a c4-t2 posterior instrumented fusion at (B)(6) hospital (B)(6) 2018. During use on patient, t15 stardrive stripped and failed to torque off set screw. Holding sleeve with thread, unable to load screw onto driver. 2.4mm drill bit blunt and unusable, used same like product to manage problem during procedure. No adverse event to patient, 5 minutes delay to procedure this complaint involves one part. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient outcome post-surgery was reported as fine.